Event description:
It was reported that patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited far field r wave oversensing. No intervention was performed. The patient was stable.